Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt tired. There was undersensing, no sensing and pacing on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.